Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump's lamp on the main switch did not light up, and the water volume adjustment switch did not work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: b3, b5, d9, g2, h3, h4, h6, h11. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the flow rate controls button did not respond, and the power indicator did not illuminate. Based on the investigation's results, it is likely that the following led to the malfunction: this event was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the flushing pump's lamp on the main switch did not light up, and the water volume adjustment switch did not work. The issue was found before a diagnostic colorectal examination procedure was completed with a similar device. There were no reports of patient harm.